Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. Visual review of the returned product confirms item and lot identification. Device shows signs of previous uses. Nicks, gouges, and scratches on all areas. Device is confirmed fractured into two pieces and both were returned. No other damage was noted. Device has an approximate field age of 10 years. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. Device has a potential field age of over 10 years and exhibits signs of repeated use. The root cause of the event is attributed to wear and tear of the device from repeated use over time. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4).product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Upon opening a kit prior to a procedure, an impactor was found to be fractured. Another impactor was used to complete the procedure. No adverse events have been reported as a result of the malfunction.